Manufacturer narrative:
Citation: kiefer p et al. Outcomes of valve-in-valve versus redo aortic valve replacement for degenerated externally mounted aortic bioprostheses. Innovations. 2018; 13(3s): s75. Doi: not available ¿ literature abstract attached. Earliest date of publish used for event date in (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes following transcatheter valve-in-valve procedures in patients who have degenerated externally mounted aortic bioprostheses. All data were collected from a single center between 2011 and 2017. The study population included 49 patients (mean age 75 years), 26 were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 6 deaths occurred within 30 days post implant. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reoperation due to late coronary obstruction (4 days post implant), need for blood transfusion, and new-onset cardiac arrhythmia. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.